Event description:
It was reported that the patient had their right side devices removed as it was not working "right." Additional information was requested.

Manufacturer narrative:
Lead model 377745, lot# v006414, implanted: 2006 (B)(6), explanted: 2009 (B)(6). Lead model 377745, lot# v006414, implanted: 2006 (B)(6), explanted: 2009 (B)(6). Recharger model 37752, serial# (B)(4). (B)(4).